Manufacturer narrative:
Product analysis confirmed a device malfunction. Analysis showed a leak in the occlusive cuff shell. The cuff damage is consistent with wear at a fold. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. This complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. A malfunction was reported. The ams 800 occlusive cuff was visually and microscopically examined. There was a pinhole leak in the cuff that was the result of wear at the fold of the cuff shell. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The functional test failures identified during product analysis confirm the reported urinary incontinence, as the pinhole leak is the probable cause of the reported issues. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter due to a malfunction.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter due to a malfunction.